Manufacturer narrative:
H.6 investigation summary: bd received seventy (78) samples for investigation. Ten (10) samples were evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that the whole tube push off non-patient end of needle 2 times. The following information was provided by the initial reporter: ssti gel tubes popping off holder.